Manufacturer narrative:
At the conclusion of the investigation a supplemental report will be submitted with the analysis conclusion. File linked to sbmission names: 3011649314-2026-01084, and 3011649314-2026-01086. Manufacturer reference: (B)(4).

Event description:
It was reported from the office of dr. (B)(6) that an inclusive tapered implant 4.7 mmd x 10 mml x 4.5 mmp experienced loss of osseointegration with infection at tooth location #4. The patient was reported as a 56-year-old male with a medical history of type 2 diabetes mellitus and hypertension. The implant was placed on (B)(6) 2023, and no deviations from normal or complications were reported during implant placement surgery. The patient presented with the issue on (B)(6) 2026. Reported patient symptoms included pain and swelling, and clinical evaluation identified severe mobility of the implant. The issue occurred inside the patient's mouth. The implant was not already out when the patient presented to the clinic. The implant was removed completely on (B)(6) 2026 using a driver. The implant site was reported as infected. Reportedly, the patient's symptoms resolved following implant removal, and the patient's current status was reported as good. No abnormalities with the implant or packaging were reported.